Event description:
I am using mentor saline implants. The symptoms are debilitating. I live with flu like symptoms everyday including body and joint pain, brain fog, chills, dry eyes, breast pain and about 30 other symptoms.